Event description:
While treating a (B)(6) y/o female in cardiac arrest the lead paramedic attempted to charge the zoll x series defibrillator (serial #(B)(4)) 8 times during the first 20 mins of treating the pt. The last of the 6 charges resulted in the monitor not fully charging and auto-dumping the charge.